Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the intensive care unit with low flow alarms around 1.5 lpm. The patient had a known thrombus. The patient was a candidate for tissue plasminogen activator (tpa). Log files would be sent to determine extrinsic outflow graft obstruction (eogo) vs inflow/outflow thrombosis. The patient was currently stable on inotropes. Flows dropped as low as 1.1-2.5. It was improved from 2.5 to 4.2 following bowel movement. Log files were sent for review to evaluate possible pump thrombus. The log file captured low flow events on 30nov2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. This finding, along with subsequent log file observations, appeared consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump; however, device thrombus could not be confirmed through this evaluation. The system controller and left ventricular assist device event log files contained events from the reported event date of 30nov2025. Intermittent low flow hazard alarms were captured between 21:12:04 and 23:00:59 on (B)(6) 2025, when the estimated flow ranged between 1.7 ¿ 2.4 liters per minute (lpm). Estimated flow appeared to increase to a baseline value of 3.5 lpm shortly after this time frame. Additionally, rotor noise fault flags associated with an increase in rotor noise were captured on (B)(6) 2025, shortly after the conclusion of the low flow alarms. The observed events are consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump. Despite these events, the pump continued to operate at the set speed without issue. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.